Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported receiving an unspecified error message from his adc meter and his meter shut off after blood sample was applied. Customer also reported it happened in the past two days and he had used 150 test strips. Customer further reported his finger tips were injured due to meter issues. Customer was upset and disconnected the call thus he was not able to finish the surveys. It is unknown if customer received any treatment regarding his reported injury. There was no report of death or permanent impairment associated with this event.